Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized in (B)(6) and on (B)(6) 2021 for diabetic ketoacidosis while using the infusion device. Information regarding the event that occurred in september was not provided. For the event on (B)(6) 2021, the patient's blood glucose results were 398 mg/dl and 417 mg/dl. The timeframe between the results was not provided. It is unknown which device displayed these results. The patient was hospitalized for 4 days in the intensive care unit. The type of treatment provided to the patient was not provided. The patient was discharged with a blood glucose result of 117 mg/dl. The patient did not trust the infusion device.